Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right atrial lead dislodged. Repositioning was attempted however was unsuccessful. The lead was removed and replaced. The patient was in stable condition.